Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor alert. Customer's blood glucose level was unknown. Customer stated insulin pump was not bumped or dropped. Customer states drive support cap appears to be normal. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.